Event description:
It was reported by a family member that the customer's insulin pump was functioning well, but that the customer forgot to bolus during dinner, and that the blood glucose value was 484 mg/dl. It was reported that the customer took manual injections to lower the blood glucose, and was back in a healthy range. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.